Event description:
It was reported that the battery of the t:slim x2 pump would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to plug the tandem wall adapter into an outlet known to work and leave it for at least 30 minutes to see if the pump would begin charging. Pump began charging using original charging supplies. No further assistance required.